Event description:
A patient reported experiencing alleged inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 240 mg/dl and 90 mg/dl performed 10 minutes apart with a difference of 81%. Patient did not experience any adverse events. No further information has been reported.